Event description:
Reporter alleged that he attempted to use the aviva system with strips stored out of the vial and he got error messages. Reporter stated that he was feeling sick at this time. Reporter stated that he took his medication and then hours later he went to the hospital. Reporter stated that at the hospital, his result was 800 mg/dl on the lab system and he was given an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Info received indicates the brake casters will swivel when the brake is set and the stretcher is pushed from the side.